Manufacturer narrative:
Product eval: the product was not returned for analysis. Sterilization records for the associated iol were reviewed and the sterilization cycle ran within all required parameters with no anomalies. Results from the product history record review indicated the product met release criteria. Root cause: no sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 03/02/2011 by fax and mail. Additional info was received in a follow up phone call on 03/14/2011. A completed questionnaire was received on 03/17/2011. (B)(4).

Event description:
A nurse reported that five pts presented with toxic anterior segment syndrome five days following intraocular lens implant surgery. All pts were treated with medications. No cultures were taken. In a follow up, the surgeon reported the iol did not cause or contribute to the event. The event has now resolved. There are five medical device reports associated with this event. This report is for the second of five pts.